Manufacturer narrative:
(B)(4). Batch # r9320c. Maude report mw5079287. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble; the tip of the advancer was found broken and not returned, the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During an unknown procedure. As the surgeon was attempting to clip the cystic duct, the clips being released from the ethicon endo-surgery, endoscopic multiple clip applier, ligamax5, 5mm clip applier was not fully closing. The tips were touching, but the body of the clip remained uncrimped. The applier was also noted to be only intermittently deploying the clips. It would release a clip, and then the applier would be squeezed again, with no clip being deployed. It is unknown how the procedure was completed. There were no patient consequences reported.